Event description:
It was reported that tandem charging supplies began burning and melting. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.